Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during deposition of vena cava in a laparoscopic adrenalectomy, the clip could be placed, but the clip did not came off the black holder, so that the clip and black holder hung on the vena cava. Surgeon used titanium clips to resolve the issue. No patient injury.